Event description:
It was reported that there was a probable right atrial (ra) lead dislodgement due to high thresholds, intermittent capture, and no slack noted on a fluoroscopy image. Upon opening the pocket, the ra and right ventricular (rv) leads were reported to have had multiple twists and suspected twiddling may have occurred. The rv lead appeared to have insulation damage noted during the opening of the pocket and it was not known if this was a result of opening the pocket or the suspected twiddling. The ra lead was repositioned and the rv lead was capped and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.